Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was performed. This watchman® access system (was) was positioned in the laa and a 24mm watchman ® laa closure device was successfully implanted. Upon removal of the was from the patient, it was noted there was a metal wire protruding from the tip. There were no patient complications reported and the patient's condition was stable.